Manufacturer narrative:
(B)(4). Mfg date: the lot was manufactured from september 19, 2014-september 24, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor was leaking from the blue cap. This was noted after filling. There was no patient involvement. No additional information is available.